Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) on the homechoice (hc) during drain five of five. The nurse stated the patient disconnected to use the restroom and reconnected and the hc was alarming. Therapy on the hc was ended and the patient completed therapy with manual supplies. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this alarm was determined to be use error; proper disconnect procedures were not used. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. If additional relevant information is received, a supplemental medwatch will be filed.